Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etlw1610c124e, (B)(4); etlw1610c124e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter thrombogenic abdominal aortic aneurysm. It was reported that, after the index procedure, the patient's pre-existing heightened renal insufficiencies became worse. The physician elected to place the patient on dialysis. Two days post index procedure the patient expired due to a stroke. Per the physician, the cause of the event was unrelated to the implanted stent grafts. Per the physician, the cause of the event was due to the patient's poor disease history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.